Event description:
Complainant alleged that the ICU dept was setting-up the device in order to cardiovert a pt (age and gender unk). The device failed to power-up when turned on. The device had just had a new battery installed, and had been been on batter power over two hours just prior to the alleged malfunction. The staff was able to obtain another device, and there was no adverse effect on the pt.